Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor reading discrepancies. The customer stated that suspend on low was triggered and she suspended the insulin pump. The sensor was reading 80 and 40 a few minutes later, but blood glucose value was 157 mg/dl at the time of suspend. The customer calibrated, and sensor glucose went up to 156 and then to 165. The customer was advised about insertion and calibration best practices. The sensor will be returned for analysis.